Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during segmental resection of lung and thoracoscopy, the surgeon noticed the frequent oozing bleeding were occurred from the staple line after fired each cartridge.the surgeon arrested the oozing by styptic ,tachocomb etc. The surgical time was extended by less than 30 min. The device was not reprocessed/re-sterilized prior to use. Patient status: alive - no injury.